Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 2 bd vacutainer® brand sst ii advance tubes containing silica and gel were "collapsed". Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that 2 bd vacutainer® brand sst ii advance tubes containing silica and gel were "collapsed".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® brand sst ii advance tubes containing silica and gel were "collapsed".